Event description:
During a premature vein contraction ablation procedure, intermittent ECG signal loss was noted which caused a delay. It was noted that if it was reconnected the signals would come back. If pressure was applied and the surface link connection was manipulated on the amplifier, the signals would cut in and out as well. There were also amplifier post errors and the surface link was suspected. The issue was resolved by four reboots of the system, dws and amplifier and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One ensitex surfacelink (surflink) module was received for evaluation. Testing revealed the module was recognized upon connecting to a test station and ensitex amplifier. Evaluation revealed that all the electro-cardiogram (ECG) and navx patches were observed and successful. Using a ECG simulator, 10 lead ECG radio-opaque cable set, each signal was able to be detected, observed independently and with no observed artifacts. Manipulation of the cable (near the enclosure or at amplifier) connections did not affect the output readings. Pin to pin resistance testing was all successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were noted. Based on the investigation and information provided to abbott, the reported intermittent signal loss and subsequent delay remain unknown.